Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s electrogram was reviewed and an episode of non-sustained right ventricular oversensing was identified and was thought to relate to lead noise. The oversensing was not reproducible. The patient was stable throughout.